Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that when she woke up, the infusion set tubing had detached at the quick release while she was sleeping. She was not sure of how long she had been receiving insulin and the blood glucose level was 365 mg/dl. The site location was patient's left abdomen. The pump was next to her in the bed. The infusion had been in use for 1 day and the infusions were kept in a tupperware box at home. It was uncertain whether there was stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.